Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a bulge on the base of the penis. The device had an aneurysm on the right side. The ipp was explanted and replaced. There were no patient complications reported.